Manufacturer narrative:
Patient information is unknown. The device was not implanted. Complainant part has not been returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery it was not possible to slip the dynamic hip system (dhs) plate over the dhs screw. They used new implants to complete the surgery. There were no consequences for the patient. This complaint involves two (2) devices. This is report 1 of 2 for (B)(4). This report is for dhs plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was performed for the subject device. The subject device was returned with the complaint condition stating upon visual inspection of the complaint device it can be seen that the part has no visible damage. A device history record (DHR) review was performed for the affected lot, 48 parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. No ncrs were marked in the DHR during production. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. As part of the chu investigation we have measured the inner diameter ø8.00 +0.06/-0.03, and the inner width 7.20 +0.10/0, the result (ø7.99 / 7.27) meet the specifications. Unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. Based on this we are not able to confirm complaint description. To prevent such problems, it is necessary to operate according to the technique guide. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history record review: part 281.102s, synthes lot number: l347008, release to warehouse date: 24.mar.2017, expiry date: 01.mar.2027, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event description update: a 30 minute surgical delay was noted.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: date of report , report source. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Corrected data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.